Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A (B)(6) equalizer balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed form the patient's body by simply pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.